Event description:
It was reported "on (B)(6) 2024, in the cardiovascular surgery unit, the plastic sheath of the catheter broke after sliding it, but the metal part remained intact. It was necessary to make an incision at the puncture point to recover the plastic sheath. A control x-ray was performed with no further consequences for the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported the catheter broke during use. The customer returned two epidural catheter pieces and lidstock. The returned sample was visually examined with and without magnification. Visual examination of the returned catheter pieces revealed on the likely most proximal piece, the extrusion and coil wire are slightly stretched at the likely distal end with the coil wire extending approximately 2cm beyond the extrusion. The extrusion and coil wire on the likely most distal piece are also slightly stretched at the point of separation at the likely proximal end. Also, both the proximal and distal ends of the returned catheter pieces appear to be intact. The catheter appears to have been used as biological material can be seen between the inner coils. No other defects or anomalies were observed. A dimensional inspection was performed on the catheter. The proximal end catheter extrusion piece measures approximately 79.3cm. The distal end catheter piece measures approximately 11.6cm. Both catheter pieces combine to measure approximately 90.9cm. None of the catheter appears to be missing. The catheter is within specification of 88.5-91.5 cm per graphic. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this product warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." The reported complaint of epidural catheter breaking during use was confirmed based upon the sample received. The customer returned two catheter pieces that were separated at the extrusion. None of the catheter appeared to be missing. At the point of separation, the extrusion and coil wire are slightly stretched on the likely proximal piece and is also slightly stretched on the likely distal piece. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event. No further action is required at this time.

Event description:
It was reported "on (B)(6) 2024, in the cardiovascular surgery unit, the plastic sheath of the catheter broke after sliding it, but the metal part remained intact. It was necessary to make an incision at the puncture point to recover the plastic sheath. A control x-ray was performed with no further consequences for the patient." The patient's current condition is reported as "fine."